Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed unspecified target lesion was moderately tortuous and severely calcified. The 2.5x20mm apex monorail balloon catheter was being used to predilate the lesion and ruptured after ten seconds on the second inflation at 10atms. The balloon was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.